Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the right atrial lead exhibiting noise resulting in inappropriate automatic mode switch. It was also noted that there were low pacing impedance measurements. Programming interventions were made to address the impedance issue. The patient was stable.